Manufacturer narrative:
Product event summary: image files were returned and analyzed. The first image file showed blood in the balloon catheter coaxial connector. The second image showed the blood bottle inside the console clean with no blood inside. In conclusion, the reported visible blood was confirmed through analysis of the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, while the physician aspirated the sheath with the balloon catheter in place, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Immediately after the system notice occurred, it was noted that there was blood in the coaxial connector. The coaxial umbilical cable was disconnected; the balloon catheter and coaxial connecter were replaced, and the case was resumed. The case was completed with cryo. No patient complications have been reported as a result of this event.